Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was something small and black in the homechoice cassette line. During a follow-up call by baxter product surveillance the nurse reported that a patient reported tubing that appeared to be embedded with plastic. The patient identified this after therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Part of the actual device was received for evaluation, which was determined to be a 1/2 inch of the tubing. A visual inspection was performed, which confirmed the presence of a 1/4 inch black particulate that was stuck to the tubing wall in the fluid path. The particle appears to be pin build up from the extrusion process. The reported condition was verified, and the assignable cause was determined to be a manufacturing issue - extrusion defect. Should additional relevant information become available, a supplemental report will be submitted.